Event description:
It was reported a (B)(6) year-old patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for drainage of ascites. Immediately following placement, the catheter started a slow leak between the catheter and the hub. The catheter was removed and replaced to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Postal code: (B)(6). Occupation: nurse unit manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Summary of event: it was reported a 79-year-old patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for drainage of ascites. Immediately following placement, the catheter started a slow leak between the catheter and the hub. The catheter was removed and replaced to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a device failure analysis could not be completed. However, a device from this lot was returned under an additional for the same failure, reported by the same customer (1820334-2021-02602). During table top testing, a leak test confirmed leakage at the cap/tubing connection. It was confirmed that the distance between the cap and the hub was within specification. The cap and mac-loc adaptor were disassembled, discovering the presence of a crease and tear in the flare. Based on the investigation results, it was determined the device was manufactured out of specification. Although a device from this lot was found to be out of specification, complaint history indicates that hub leakage is not always caused by a manufacturing deficiency. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. This device is 100% inspected for this failure in process. A review of the device history record for lot number 14112238 confirmed there were no relevant nonconformances. A review of complaint history found one additional device with the same failure mode, reported from the same facility (reported under: 1820334-2021-02602). Since two leakage complaints were received on lot 14112238, a nonconformance search was performed for similar devices manufactured by the same operators from (B)(6) 2021 to (B)(6) 2021. There were nine lots with inadequate flares or leakage. There are no complaints on these lots. Based on this information, cook did not conclude that additional nonconforming material exists in house or in the field. The product IFU instructs that the product should be inspected prior to use, to ensure no damage has occurred. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. The complaint device was not returned for evaluation. Based on the information provided and the results of the investigation, cook has concluded that the cause of this event is related to component failure without design or manufacturing deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.